Event description:
The ventilator dependent patient became disconnected from the vent when the circuit came apart between the metered dose inhaler (mdi) adapter and the ballard suction device. In normal circumstances this should have triggered an alarm on both the ventilator and through the nurse call system. The ventilator did alarm, but at a decreased volume, and the call system's external alarm and hall light did not activate. The patient required a brief period of CPR which resulted in return of spontaneous circulation. Upon inspection of the vent by clinical engineering it was found that a connector had become dislodged from the main pc board. It was reconnected and ty-wrapped to its header and the alarm volume was restored. Upon follow up of the nurse call system a couple of issues were noted. In normal circumstances, if the cord is pulled out of the wall mounted device an alarm sounds. From previous events, we have noted that this only occurs if the cord is pulled straight out or at a slight downward angle. If the cord is pulled straight down, the tip of the piece that is inserted into the wall unit becomes only partially dislodged and will not work, nor will it sound the alarm. In addition this cord connector can be replaced upside down and again, will not work, nor will it sound the alarm.